Event description:
The caller reported that in 2008, the hub separated from the tube. He stated that he had to be transported to the hospital to have the tube removed, and another one inserted. He stated that the tube had been in use less than one month.

Manufacturer narrative:
The tube was discarded and, therefore, not available for failure investigation. The lot# is unk. No analysis or conclusions can be drawn without the device or the lot #.